Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was locate in the anterior interventricular (iva) branch. A 3.00 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, the hypotube kinked and broke during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.